Event description:
Resident was being transferred from bed to wheelchair by two assistants using the lift. While turning, the lift base closed, the front right wheel lifted 1/4 inch off the floor and the lift tipped over, causing the resident to fall to the floor. The resident landed on her buttocks and right hip. Investigation of environment revealed the floor was clean and dry. 5/17/96 x-ray of right hip. Acute femoral neck fracture. Treatment of osteoporosis.